Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Article entitled ¿not all cemented hips are the same: a register-based (njr) comparison of taper-slip and composite beam femoral stems¿ written by hussain a kazi, sarah l whitehouse, jonathan r howell, and john timperley published in acta orthopaedica on january 14, 2019 was reviewed. The purpose was to investigate revision rates in the UK for primary cemented hips by prosthesis subgroup of taper-slip and composite beam stems. 292, 987 cemented hips were involved from april 2003 to september 2013. 23,141 hips were known to have charnley cemented stems implanted. There was no mention of acetabular components or cement mfg. Adverse events: 148 revisions for stem loosening ¿ unknown loosening interface. 108 revisions for dislocations. 2 revisions due to stem fracture. 125 revisions for infection. 32 revisions due to stem lysis. 74 revisions due to pain. 18 revisions due to periprosthetic stem fracture . 104 revisions for unknown reason.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.